Manufacturer narrative:
Onset of infection: MFR # 2916596-2020-05116. Manufacturer's investigation conclusion: a direct correlation between heartmate 3 lvas (left ventricular assist system), serial number (B)(4), and the reported events could not be conclusively determined through this evaluation. Heartmate 3 lvas, serial number (B)(6) will not be returned for evaluation. The relevant sections of the device history records for (B)(4) were reviewed and showed no deviation from manufacturing or quality assurance specifications. The heartmate 3 lvas instructions for use (IFU) is currently available. Section 1, ¿introduction,¿ lists potential adverse events, including multiple types of organ failure/dysfunction, infection, and death, that may be associated with the use of the heartmate 3 left ventricular assist system. Section 6, ¿patient care and management,¿ lists infection as a potential late post-implant complication that may be associated with the use of heartmate 3 left ventricular assist system. Care instructions in regard to preventing infection are provided in various sections of the instructions for use. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient passed away due to withdrawal of care in the setting of multisystem organ failure after being admitted for bacteremia and hypervolemia. The outcome was not thought to be device related and the device operated as expected.

Event description:
It was reported that the patient passed away due to withdrawal of care in the setting of multisystem organ failure.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.